Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction noted in the complaint: strip issue. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. Recall #FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer is concerned with tests results from results obtained of lo. The customer's expected fasting blood glucose test result range is 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of low and 188 mg/dl using true 2go meter . The product is stored according to specification. The test strip lot manufacturer's expiration date is 5/31/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: lo - fasting: yes. Memory concerns: the customer is concerned with the result of lo. He always perform his test fasting. The customer takes metformin 500mg each morning to manage his diabetes. He has had changes in his diet and does not eat sweets but he does drink a lot of water.